Event description:
The pt reported blood glucose results of "230 mg/dl, 141 mg/dl, and 134 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The pt reported that the strips were peeling, however, this would not affect the accuracy of the results. The codes matched and the techniques for applying the blood to the test strips and for cleaning the puncture site were correct.